Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR report# 2916596-2016-01694. (B)(4). Approximate age of device - 1 year, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a pump exchange approximately 2 years ago for suspected thrombus. The patient has had multiple readmissions for clinical evidence of thrombosis that was all treated medically. These admissions were previously unreported to the manufacturer. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were also returned detached from the pump. The outflow elbow was returned attached to the pump¿s outlet port. The bright white coloring of the inflow and outflow grafts, as well as the sealed outflow graft bend relief suggested that the device was cleaned prior to being returned to the manufacturer for analysis. Examination of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, a deposition was found surrounding the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation as well as the contact marks on the rotor¿s bearing cup suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of the observed deposition could not conclusively be determined through this evaluation, the thrombus formation could have contributed to the report of clinical symptoms of thrombus. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.